Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an issue occurred with a patient involving one of our resectoscopes. The customer reports that there was a current leakage into the patient, which was observed on the ECG. No negative impact in state of health reported. Current leakage into a patient, observed on an ECG, can indicate a potentially dangerous situation where electrical current is flowing through the patient's body, potentially causing harm. Thus the event is deemed reportable. Further information was provided that during the hysteroscopic fibroid resection using the vio electrosurgical unit, the patient exhibited sudden involuntary jerking movements. In response, the surgical team transitioned to a landanger resectoscope, which had a new loop installed on july 1st. Additionally, the electrosurgical unit was replaced, a new neutral electrode was applied, and a different power socket was used. Despite these changes, the anesthesia team observed ECG abnormalities, followed by a significant involuntary movement leading to bronchospasm, necessitating endotracheal intubation. Additional information was requested regarding the incident but was not yet provided.